Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex displayed the battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the battery icon began at 7:50am on (B)(6) 2018. The cca documented that the patient was seeing 1% battery and he already bought 2 batteries. Previously, he could see an empty battery icon, but at the time of the call he could only see the battery icon during startup. The patient manages his diabetes with 8 units of humalog and 28 units of lantus insulin. He reported that following the start of the alleged issue, he had taken his usual dose of medication. He indicated that approximately 25 minutes later, he became ¿shaky¿. He reported that he self-treated this symptom by drinking soda or vitamin water. He denied using any other device to check his blood glucose level. At the time of troubleshooting, the cca documented that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the meter. The cca educated the patient that the battery icon during start up doesn't tell the actual battery life and that he will see a flashing low battery icon if the battery is running low, and an empty battery if the battery needs to be replaced. After changing the battery, the issue was resolved. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury adverse event, i.e. Shaky, after obtaining the battery indicator symbol on the meter and administering insulin.